Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During the primary trauma procedure, the screw head sheared off during implantation. The head and body of the screw were retrieved. Another screw was then implanted with no issue and the procedure was completed successfully.